Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and found a pinched waste tubing at pinch valve lv8 from the probe rinse block. The pinched tubing was not allowing the solenoid valve to close allowing fluid to leak on top of the tubes. The fse replaced the tubing to resolve the leak. Failure mode is attributed to a pinched tubing at lv8. (B)(4).

Event description:
The customer reported that a drop of clear fluid leaked from the sample probe onto the top of the sample cap after running the coulter ac*t diff analyzer in closed vial mode. The customer stated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer attempted to troubleshoot the issue by bleaching the instrument but the leak was not resolved.